Event description:
The customer reported to olympus that during therapeutic endoscopic retrograde cholangiopancreatography procedure, this single use distal cover fell off. After noticing the cap was missing, the physician went back to look for the cap but was unable to find its location in the patient. The user replaced the distal cover and completed the procedure. The patient vomited the device out after the procedure. The procedure was one hour and twenty minutes including esophagogastroduodenoscopy, endoscopic ultrasound, and ercp, which was minimally extended looking for the distal cover. There was no impact on the outcome of the procedure. There was no treatment required. The patient is "ok and stable", as reported. There were no reports of further patient or user harm associated with this event. Two reports with patient identifier: (B)(6) - single use distal cover. (B)(6) - evis exera iii duodenovideoscope. This report is for (B)(6).